Event description:
It was reported that during the implant procedure, the lead could not be removed from the pulse generator. The lead was cut, removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.